Manufacturer narrative:
Investigation: samples received: 1 open cassette. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. We have received 1 open cassette for analysis. We have tested the knot pull tensile strength of the sample received and the results fulfil the requirement of the b. Braun surgical (bbs): 15.31 kgf in average (bbs requirement: [>/_9.00 kgf in average). There are no ep/usp limits for this size. The cassette received fulfils the finished product specifications and raw material specifications for the affected batch. Nevertheless, considering that the root cause in under investigation and the potential impact of such units corresponding to the affected batches, bbses decides to implement a contention measure proposing a recall of that batches as bbses assessment indicates that the risk is too high to keep such units in the market. In parallel, a CAPA is opened for further investigation. Final conclusion: cassette received fulfilled raw material and finished product specifications. Therefore, at this time we cannot confirm the case until the root cause is identified. Actions on distributed product of this reference/batch: recall of this code-batch from the market as a contention measure. Corrective/preventive actions: a CAPA has been opened.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, (B)(4) materials, process methods or other technological characteristics are registered within the u.s. K991223. When additional information is received a follow up report will be submitted.

Event description:
It was reported the thread broke after surgery. The reporter indicated that on (B)(6) 2019 an animal (cow) had a cesarean section. The animal (cow) was (B)(6) years old. Per the reporter the veterinarian used a continuous stitch on the uterus with a surgical knot. The cow showed signs of anorexia immediately after the c-section, then developed a severe peritoneal infection 2-3 days post-operative after the thread breakage. The cow died on (B)(6) 2019, 8 days after the cesarean section. The veterinary surgeon normally uses the same type and usp catgut for this type of operation.